Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an external force such as strong rubbing against the relevant part during normal use including the reprocessing.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed and the elevator wire was replaced. The scope¿s body forceps cover was found missing. The label on the connector and control body were found peeling. The control body knob was found with low tensions. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken channel elevator on a gastrovideoscope. The issue occurred during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.